Event description:
Customer reported to beckman coulter, inc. (Bec) that wash buffer was leaking from the wash syringe and sample syringe of the unicel dxc 880i synchron access clinical system. Customer reported that there were several milliliters of wash buffer in the tray directly below the syringes. Customer reported that the wash buffer was not outside the instrument. Customer reported that the syringes showed large amounts of salt build up. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a failing, deteriorated and encrusted syringe pump. The fse replaced the syringe pump assembly and syringe.

Manufacturer narrative:
(B)(4).